Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedances during the implant procedure. The rv lead was implanted and tested on the pacing system analyzer (psa) with all normal measurements. However, when the rv lead was connected to the implantable cardioverter defibrillator (ICD), the rv impedances increased to 1800-1900 ohms, pacing threshold doubled, and r-waves measurements dropped from 10mv to 7mv. The connections were checked and the terminal pin was confirmed to be past the connector block. The rv lead was again connected to the psa and the impedances were now fluctuating from 650 ohms to 1350 ohms. A new rv lead was placed and once connected to the ICD, the impedances rose from 750 ohms to 1450 ohms and oversensing was observed. At that time, the ICD was removed and replaced. With the new ICD, there were no abnormal measurements and the implant was successful. Cautery was noted to have been used during the procedure. No adverse patient effects were reported.